Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler screen went blank during an unknown phase of treatment. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The cycler was returned to the manufacturer and a replacement cycler was provided. In a follow up with the patient, it was confirmed there was no harm, adverse event of medical intervention due to the blank screen event. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the returned cycler was performed and found no discrepancies. Functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler screen went blank during an unknown phase of treatment. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The cycler was returned to the manufacturer and a replacement cycler was provided. The patient did not finish treatment the day of the event. In a follow up with the patient's dialysis clinic, it was confirmed there was no harm, adverse event of medical intervention due to the blank screen event. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler screen went blank during an unknown phase of treatment. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The cycler was returned to the manufacturer and a replacement cycler was provided. The patient did not finish treatment the day of the event. In a follow up with the patient's dialysis clinic, it was confirmed there was no harm, adverse event of medical intervention due to the blank screen event. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.